Manufacturer narrative:
Through previous follow-up communication, livanova learned that the device is cleaned regularly as per IFU, that disposable gloves were used solely for cleaning hc3t device, that the hospital does not use reusable blankets, that the water quality monitoring is applied and that the h2o2 is checked daily. Furthermore, as the device is stored full, the h2o2 is checked daily, even during non-use days, and added when the water in the tanks is changed each 7 days. A pall aquasafe disposable water filter with 0.2 m membrane (tap ref number (B)(4) is used fort tap water; prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected; the 3t aerosol collection set is replaced after allowed use period (7 days); the hc3t field blue tubing set (code: 96-410-774) used with the heater-cooler is replaced each year and the device is placed inside the operation theater during use at an estimated distance from the surgery field of 3 meters. A device service history review was performed and revealed that two similar events (2022-01478, 2021-01259) were reported for claimed unit in since its installation on 2016. Based on collected evidence, no deviation from IFU's that may have led/contributed to the reported contamination was observed. The root cause of the reported contamination could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA 2and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in swindon, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.